Event description:
A dr encountered a problem during an essure micro-insert placement; the device did not deploy from the delivery catheter and the md pulled much of the device out with the hysteroscope, however, some of the micro insert was stretched and left protruding from the patient's cervix. The md did not have a pair of sterile scissors or graspers and at this point, left the device alone. The md is taking the patient to the operating room next week to do a laparoscopic tubal on that incomplete side and is going to attempt to remove the remainder of the device at that time. In operating room. Dr partially removed the device on the left, hysteroscopically, by snipping the micro insert off at the opening of the tubal ostium as it was imbedded and could not be removed. Then, a bilateral tubal ligation was performed, found that the micro-insert had partially perforated the fallopian tube, likely the cause of inability to remove. On (B)(6) 2011, spoke w/ dr who confirmed removal, successful btl and patient doing well at one week post-op.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).